Event description:
Customer reports low blood glucose levels and alleges the pump was not working properly and may have attributed to changes in her blood glucose levels.

Manufacturer narrative:
Customer alleges pump was not working properly and that a change in their blood glucose levels may be attributed to the pump. User did not sustain any serious injuries and did not require medical intervention from a health care professional. Results of device eval identified the reported problem may have been related to a software version installed on the device. This is an isolated incident and the MFR has verified all other pumps mfg and distributed during the MFR of this device do not have this software version installed. Event not likely to lead to serious injury or death, t: slim user guide instructs users to ¿routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early.¿ additionally, t: slim user guide cautions users ¿to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason.¿ it is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.